Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb109 - micro-line straight hdpc 1:1 round shaft. According to the complaint description, the device produced heat intraoperatively and the patient's cheek was burned. Another unit was used instead to complete the procedure. An additional medical intervention was required. Further information was not provided. The adverse event is filed under aag reference (B)(4). Involved components: (B)(4) - ga824 - elan 4 electro low speed motor intra/ lot unknown.

Event description:
Involved components: (B)(6) - ga824 - elan 4 electro low speed motor intra/ lot 52621858.

Manufacturer narrative:
Investigation results: the investigation was carried out by a subject matter expert at aesculap technical service (ats). During the investigation, heavy contamination and residues were found in the interior. These led to a breakage of the ball bearings. Explanation and rationale: the heat generated by the product during operation is due to a broken ball bearing. It is highly probable that the ball bearing broke as a result of poor maintenance and improper oiling. The product is outside the warranty period. Batch history review: since a repair was performed and this was identified as the cause, a review of the device history records is not necessary. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability 4(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion is most likely reprocessing/maintenance - related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results, a product safety case (psc) had been initiated.